Manufacturer narrative:
H3, h6:the device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, a piece of the ratchet handle broke off during a tka procedure, while inside the patient; however, all pieces were reportedly removed without patient harm/injury. Per report, the procedure was finished with a s+n back up device within a 0-30 minutes delay. The product evaluation noted significant signs of wear/usage on the device and the broken piece(s) were not returned. The patient impact beyond the reported surgical delay and use of a backup to complete the procedure could not be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A visual inspection confirmed a piece is broken off the ratchet handle and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ratchet handle broke off during a tka procedure, while inside the patient. The piece was removed. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. There was a less than 30 minutes delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.